Event description:
According to the reporter, while clipping of cystic duct during removal of gallbladder in a cholecystectomy, the device from the cysticus placed during the primary surgery was found completely crumbled in the abdomen. It was noted the clip broke and fell into patient's cavity. Due to device issue, the patient had blood loss that was more than 500cc of blood. Patient needed to undergo re-operation to re-clip the vessel and abdominal leakage that led into extended patient hospitalization for more days than expected. The broken clip was found and retrieved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while lipping of cystic duct during removal of gallbladder, it was noted the clip broke and fell into patient's cavity. Due to device issue, patient had blood loss that is more than 500cc of blood. Patient needed undergo re-operation to re-clip the vessel and abdominal leakage that led into extended patient hospitalization for more days than expected. The broken clip was found and retrieved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the clip body was broken in half. It was reported that a clip broke into pieces, and a component disengaged from the device into the surgical cavity. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the clip is applied on over indicated tissue or an obstruction that exceeds the clip capacity. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the tissue to be ligated is located completely within the closed clip. If information is provided in the future, a supplemental report will be issued.